Event description:
Patient called in to report that they are getting device needs service alerts. Customer care attempted to troubleshoot but the unidentified error code would still not clear. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.